Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and the irrigation was not flowing smoothly. One minute later from the start of the catheter use, while mapping the left atrium with the octaray mapping catheter, an alert alarm from the irrigation pump which indicated irrigation flow level of the octaray was getting low rang several times, so the catheter was removed from the patient¿s body and was checked. Then, as expected, the irrigation was not flowing smoothly. They replaced the catheter resolved the issue. The procedure was completed without patient's consequence.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31300236l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).